Manufacturer narrative:
This product is not sold in us and is 510(k) exempt. This report is associated to a similar product sold in the us with 510(k) number k102470. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, at first the device worked well as usual. But while performing the procedure, it was noticed that the coagulation function of the device decreased conspicuously within just 5 minutes of use. There was no patient injury.